Manufacturer narrative:
Initial reporter address 1:(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion, exhibiting 99% stenosis, was located in a moderately tortuous and severely calcified vessel below the knee. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. During the initial inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.